Event description:
It was reported that during an open gastrectomy procedure, a clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? ---after the second firing. What vessel or structure was the device fired on at the time of the event? ---around the gastric body. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during six consecutive firing sequences causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; a double feed clips were released in the first firing, in the next five firings pear shaped clips were released. In addition the device locked out as intended but the orange indicator did not show up. Please note that this condition is unrelated with the event reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling no anomalies were found in the internal components. The batch record was reviewed and no anomalies were noted during the manufacturing process.